Event description:
A peritoneal dialysis (pd) pt's contact reported that the cycler alarmed for air detected in the cassette. They could not clear the alarm. The pt discontinued treatment and switched to manual exchange. When they opened the cycler door fluid was found leaking form the cassette. They were advised to contact the pt's pd nurse. The cassette was made available for evaluation. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual and microscope examination found a scratch on the membrane of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In additional, the batch record review confirmed the labeling, material, and process controls were within specification.